Event description:
Patient underwent a procedure on (B)(6) 2014 and came in with pain. Xrays have been taken and it was observed that the set screw moved into the pelvic. The patient has to undergo a revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.